Event description:
It was reported that the patient experienced total urinary incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. During the procedure fluid loss was noted from an unknown location. A hole was suspected due to the device only having around 20% of fluid. The patient was stable following the procedure.

Event description:
It was reported that the patient experienced total urinary incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. During the procedure fluid loss was noted from an unknown location. A hole was suspected due to the device only having around 20% of fluid. The patient was stable following the procedure.

Manufacturer narrative:
Product investigation completed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole was identified in the cuff shell that is consistent with wear at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the cuff component. Product analysis identified a product malfunction and confirmed the reported fluid leak allegation. This damage would affect the functionality of the device and would therefore be the most probable cause for the device to malfunction. Based on the results of this investigation, no escalation is required.